Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir set had air bubbles. The customer blood glucose was 200 mg/dl. Troubleshoot was performed. Customer stated there were a lot air bubbles in the tubing. Customer stated set was changed every 3 days but the reservoir was changed every 7 days. Customer was advised how to change the reservoir. The reservoir will not return for analysis.